Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, out of range, high voltage impedance was noted on the patient's right ventricular (rv) lead. The impedance was towards higher side. Programming changes were made, and issue was resolved. The patient was stable.